Event description:
It was reported that remote transmission revealed over-sensed noise causing episodes of high ventricular rate on the right ventricular (rv) lead. No intervention was reported. The patient was stable.